Event description:
The facility's biomed reported a fail code 812:02. The failure occurred during biomed testing, but no details were available. Add'l contact info was requested but no add'l contact was identified. The biomed stated that there have been no reports of any pt incident involving this pump since the last baxter service event.